Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a radiation sterilized extension set was leaking. This was identified during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water tests were performed and the results were not satisfactory; bubbles were seen coming out from the water between the tubing and the y-junction of the set. The reported condition was verified. The presence of solvent was noted, however, the solvent was not applied uniformly. The cause of the condition was due to incorrect solvent application in the manual assembly process. Should additional relevant information become available, a supplemental report will be submitted.